Manufacturer narrative:
The pump was received with operating currents within spec. The pump passed self-test, rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. There was no unexpected no delivery alarms, low battery alarms or battery out limit alarms were noted. The pump was received with intermittent buttons due to corroded keypad traces. All bolus delivered during testing were recorded properly at the bolus history and daily totals. There was no bolus or bolus history anomalies noted. The pump was received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's step-mother reported via phone call of issues with the customer's insulin pump. The mother states the pump had keypad anomaly. The mother states the numbers were ramping on their own. The customer had also received no delivery alarms. The customer's blood glucose level was 119mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.